Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it. Per pump user guide instructions for use: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, customer went into the ocean while connected to the pump and the pump was exposed to extreme heat. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.